Event description:
The customer reported the nurse spiked the mini-bag and programmed the flo-gard infusion pump. Serial number unk, to have the bag run dry. They do this by programming the vtbi (volume to be infused) to be greater than the amount of the solution bag. When the pump completed the infusion and ran the bag dry, the nurse either discovered or was alerted by the pt's family member to the empty bag. The bag and upstream tubing were found empty. Fluid is still present in the downstream tubing and appears to be "pulsating". Blood was also pulsating at the pt IV site. The pump did not alarm at this point. The nurse removed the tubing from the pump and discovered the tubing is empty and flat and does not retract as expected. There was no pt injury or medical intervention associated with this report. This condition occurred while administering decadron to a pt from the 50ml mini-bag viaflex, product lot number p230482, in 2009. The customer believes this issue is related to use of this 50ml mini-bag since they began experiencing this issue upon introducing this product into their process. This condition only occurs with mini-bags that are not pre-primed by the pharmacy. No additional info is available.

Manufacturer narrative:
Baxter has not received the device for eval. The customer returned the device to their facility bio-med department for testing immediately following the reported incident and determined that the device functioned as intended. The customer stated the device will not be returned to baxter for eval. A follow-up report will be filed if additional info becomes available.